Event description:
The patient said that for the last week, the up arrow button has been slow to activate desired pump functions. The patient said, the issue has gotten progressively worse throughout the week. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. The up arrow button was intermittently activating desired pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.